Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off and the users were unable to power it back on. They were able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's external auxiliary power cable as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off and the users were unable to power it back on. They were able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.